Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib fault 72" and "defib fault 80" messages.

Manufacturer narrative:
Zoll medical corporation has not received the device investigation and this complaint is still under investigation.